Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation also found the reported image issue was caused by an abnormality of the image guide bundle. In addition, there was buckling/deformation of the forceps channel, deterioration of the adhesive rubber, and the angle wire was stretched. The device demonstrated wear and physical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported an image issue with the evis lucera bronchofibervideoscope. There was no report of patient or user impact due to the event. The device was returned to an olympus service center for evaluation. The device inspection found the coating of the bending section of the insertion tube was peeling. This report is being submitted for the reportable malfunction of the peeling coating of the bending section of the insertion tube.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.